Event description:
On 08/10/2022, it was reported by a sales representative via email that a ar-6069-90 reelpass suturelasso broke. This occurred on (B)(6) 2022 during an unknown case. The case was completed using a device from another manufacturer. No additional information was provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint not confirmed. The device does not appear to have broken, but has been found to be bent. The complaint device was not returned, but a photograph was provided for evaluation. The photograph displays the shaft and tip of a reelpass suturelasso. The quality of the photograph was not sufficient to determine if any fragment broke off the tip of the device, but it was noted that the thin portion of the tip cannula was bent. Without additional information and/or receipt of the device, a cause for the bent tip cannot be determined. Probable cause could be attributed to excessive forces applied to the tip of the device via prying/leveraging, or pressing against hard tissue.